Event description:
It was reported that post implant a (B) (4) adjustable gastric band procedure, the patient enrolled in a registry at one year follow-up visit, the (B) (6) 2008, a little oesophagectasis was identified during an duodenal-gastro-oesophageal transit exam. The surgeon did not give more information concerning the relation between the device and the event and the consequences.

Event description:
The patient was compliant to their diet. However, the patient eats too rapidly and vomits. The patient did not required any surgical of medical intervention to resolve the esophageal dilatation. The band is still implanted and there are no plans to explant the band.

Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for evaluation.device remains implanted.

Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.